Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed that the opto button on the surgeon console (ssc) master tool manipulator (mtm) 2 was unresponsive. To correct the problem, fse replaced the mtm. Following service, the system was tested and verified as ready for use. The mtm unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Verification via rfe logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using (B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation no image or procedure video was provided. This complaint is being reported based on the following conclusion: due to an issue with the right master tool manipulator (mtm) clutch button on surgeon side console one, the surgeon converted to another surgeon side console in order to complete the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure using a dual surgeon console (ssc) setup, the right master tool manipulator (mtm) clutch button on one of the ssc (ssc1) stopped working. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed live logs and did not find any errors pointing to this problem. The caller (robotics coordinator) confirmed that there were no strange/stiff/blocked movements of the ssc1 mtm clutch button. The surgeon decided to move to the second surgeon side console (ssc2) that was connected to the system. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a system malfunction and troubleshooting was completed by the theatre team. The surgeon believed a broken button caused the issue. The system was inspected prior to use and there were no issues with port placement. The surgical staff did not observe any outside influences that impeded movement of the system/ patient side manipulators. The procedure was in progress for 30 minutes when the issue occurred. There were no post-operative complications for the patient.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) has received the master tool manipulator associated with this complaint and completed investigations. Failure analysis investigations was able to reproduce the reported failure of worn opto buttons during calibration. To correct the issue, the opto button assemblies were replaced. The mechanical defect was determined to be due to a component failure.

Event description:
Refer to h10/h11 for follow-up information.